Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 08:41 with a drain volume of 2559ml during cycle 4. The largest prescribed fill volume was 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the iipv event was confirmed during event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.